Manufacturer narrative:
On 12 june 2024 we have received the tibial component (gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r) and the insert (gmk-sphere 02.12.0214fr tibial insert fixed sphere flex size 2/14 mm r lot. 2002781). The femoral component was not available for inspection. Visual inspection performed by r&d project manager: revision surgery of a gmk sphere implant after 1 month from primary surgery due to luxation of the femur on the tibia occurred after a fall of the patient. From visual inspection of the explanted tibial baseplate and insert, any anomalies can't be detected. We guess the event is related to the traumatic event of the falling or to an improper balancing of the knee during the primary surgery. From visual inspection, there is no evidence that the event is related to a faulty device.

Event description:
Revision surgery due to knee luxation (femoral component from the liner), at about 1 month after primary. The patient had a domestic incident and during rehabilitation the femoral component dislocated. The surgeon revised all components to hinge components.

Manufacturer narrative:
Batch review performed on 14 may 2024. Lot 2310663: (B)(4) items manufactured and released on 26-july-2023. Expiration date: 2028-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: gmk-sphere 02.12.0214fr tibial insert fixed sphere flex size 2/14 mm r (k121416) lot. 2002781: (B)(4) items manufactured and released on 20-may-2020. Expiration date: 2025-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to knee luxation, at about 1 month after primary. Femoral component, insert, and tibial tray successfully revised. Exact primary surgery date is unknown.